Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Two devices were reported by the facility to be contaminated (see medwatch report 9611109-2017-00051 for the other serial number). In the report, it was stated that one unit tested positive for acid fast bacilli and both tested positive for bacilli elements. The lab report was provided by the customer, which confirmed the presence of bacteria in the devices. However, the serial numbers were not indicated on the lab report. It is unknown which of the two devices tested positive for acid fast bacilli. The customer reported that both devices were cleaned twice monthly, according to the manufacturer's instructions. Through follow-up communication with the customer, sorin group deutschland learned that the customer utilizes hydrogen peroxide as a preservative when the device is filled, and the devices are used within the operating room. The customer confirmed that no patient impact has been reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater cooler system 3t tested positive for bacterial contamination. There is no known patient involvement.